Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 on the auxiliary cabinet was not detected on the bus. The field service engineer (fse) reseated all cables and wires and examined the pyxis bus cable and retractor band. The field service engineer (fse) rebooted the system; however, the drawer remained undetected in the hardware test application. The field service engineer (fse) then replaced the retractor band and performed another reboot. The drawer was subsequently detected and verified as operable in the hardware test application. The field service engineer (fse) launched the application and confirmed functionality, after which the customer accessed the system successfully and verified proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.2 had failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.